Event description:
Defective primary IV tubing was identified on use in the endoscopy department. The roller clamp was functioning improperly. When the clamp was opened slightly it would infuse as if wide open. On some IV tubings staff had to open the roller clamp almost all the way to get it to drip at all.